Event description:
A (B)(6) male pt contacted zoll customer support to report that one of his battery packs generates a battery fault when placed on the charger. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) is currently underway. The reported problem (battery/charger faults) has been confirmed. Upon eval the battery powered up a test monitor however, battery faults were generated when the battery was charged with a test charger. A root cause analysis is currently underway. A supplemental report will be sent after completion of the root cause analysis. No adverse event resulted from the battery/charger faults. The pt received a replacement battery pack.